Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range and alarm could not be cleared. Customer¿s blood glucose was 111 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.